Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the self test, restart error test, and displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The prime test, occlusion test, and excessive no delivery alarm tests could not be performed due to the alarms for the loose drive support disk. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not disposing insulin properly. Customer had to go to the emergency room due to high blood glucose. Customer's blood glucose was 400 mg/dl. Customer had insulin through IV to treat. Cause of emergency room visit was hyperglycemia. Customer declined to troubleshoot. No further information provided.